Event description:
Customer stated "walked into the room and saw a flash. Sparks coming from the switch." The product was returned for investigation. The product was approx. 10 years 6 months old when the incident occurred. An investigation was done into the customers complaint. The inspector found the cord was pinched in multiple places, this caused a break in the cord, and is where the sparks were emnating from. Cord was probably caught in something like a recliner. The switch was fine. Pad was bunched, and stained, this is observed when the pad is folded/ laid on during use. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds. Customer did not claim any injury based on the bce review of feedbacks, bce did not observe a similar issue within the lot.